Manufacturer narrative:
The customer did not record the serial number of the device. The customer adjusted the lock pin of the cot to correct the issue. H3 other text : the customer repaired the device.

Event description:
It was reported that the pin at the head end of the performance load stretcher with patient loaded is snatching the plastic cover on the floor mount near the rear doors. The weight of the patient is dropping it down causing the members to have to lift up on the stretcher to clear it. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the pin at the head end of the performance load stretcher with patient loaded is snatching the plastic cover on the floor mount near the rear doors. The weight of the patient is dropping it down causing the members to have to lift up on the stretcher to clear it. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.